Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
On (B)(6) 2014, the patient reported that he thinks his infusion device has been over delivering insulin when bolusing. He mentioned two incidents where his blood glucose level dropped for no apparent reason. The first time to 21 mg/dl and the second time to 46 mg/dl and he attributes these low levels to the performance of his infusion device. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.